Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motion sensor test failure. The customer stated the alarm occurred after changing their site. Customer was unable to access the alarm history due to the alarm. The customer also reported waking up to a high blood glucose of 410 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. However, the insulin pump alarmed during rewind due to motor encoder signal out of phase. We were unable to perform displacement test due to motor anomaly. No cosmetic damage noted.